Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex braid was returned for analysis inside a sealed biohazard bag and a shipping box. The pipeline flex pushwire was not returned. Damaged location details: the pipeline flex braid¿s distal and proximal ends are opened and frayed, and its middle part was opened. Conclusion: based on the reported information and a comprehensive device analysis, the customer¿s complaint of ¿failure/incomplete to open at distal¿ was not confirmed. The distal end of the returned pipeline flex braid was opened and frayed, as was the proximal end. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. The customer reported minimal vessel tortuosity in this event, and the braid was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. A damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing delivery wire against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left c7 aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 16 mm and neck diameter 9 mm. Landing zone (artery size): distal 4.4 mm and proximal 5.1 mm. The patient¿s vessel tortuosity was minimal. The aneurysm was large and there was angle in the blood vessel. The stent could not open normally when it was deployed in the straight section. The surgeon tried to retrieve and deploy it again, but it did not be opened. The stent was replaced to complete the operation. Dapt (dual antiplatelet treatment) was administered (pru level iia blood flow was smooth). Angiographic result post procedure: blood flow was smooth and contrast agent was retained in the aneurysm. There were no patient symptoms or complications associated with this event. Ancillary devices: microcatheter marksman.

Event description:
Additional information received that the cause of the pipeline failure was not determined. Distal end did not open. The pipeline had not been placed in a vessel bend when it failed to open; when the deployment was started, it was in the straight section and could not be opened. There were additional steps or other devices attempted to open the pipeline: tried to retrieve and deploy, the microcatheter was pushed moderately, could not open it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.